Manufacturer narrative:
The complaint devices were received and visually inspected. Visual observations revealed that 2 of the 3 needles were unused and sealed in the original packaging. The 1 needle that was opened was broken at the distal tip, confirming the complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A DHR has been and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed (B)(4) similar complaint of any type for this serial number that was released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the tip broke off of the customer's expressew iii needle during a rotator cuff procedure. It was found on the physician¿s assistants glove when he pulled the device out of the patient. No debris inside patient. There were no adverse patient consequences or delay. The device will be returned for evaluation.